Event description:
It was reported that the patient presented in clinic with pocket stimulation. Upon interrogation the pulse generator exhibited back up vvi mode. After a user download, the device resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.